Event description:
Related manufacturer reference number: 1627487-2019-08059, 1627487-2019-08061. It was reported that the patient was not receiving adequate relief. It was confirmed through x-rays that one of the patient's lead has migrated. A field representative attempted to reprogramming, but the patient still reported inadequate stimulation. The patient may undergo surgical intervention.

Event description:
Based on information obtained, the patient's right l3, left l3, and left l4 leads were explanted and replaced (B)(6) 2019. Effective therapy was established post-operatively.

Manufacturer narrative:
Investigation conclusion: confirmation of migration by the lab cannot be made with product testing as this issue is commonly caused by some forms of physical activity, which can include trauma, such as falls and accidents. The report did not state if the patient had any falls or trauma prior to the reported event. Sudden trauma may cause lead movement and excessive lead migration may require reoperation to replace the lead/s.